Event description:
A resolute integrity rapid exchange (rx) drug eluting stent was implanted in the lad during the index procedure. It is reported that the patient expired due to multi-organ failure approximately 1 week post index procedure.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (death).